Manufacturer narrative:
At this time, msi is awaiting the device back so an investigation can be conducted. Once the investigation is complete and more details are available, a final adverse event report will be submitted.

Event description:
The device buckled during the procedure, due to the weight of the organ and the handling. When the device was extracted, one element came loose, making it difficult to remove through the trocar.